Manufacturer narrative:
The root cause for the reported issue of an pump alarming air in line was not determined because no product or device logs were returned. The reported issue that there was an pump alarming air in line could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported that the registered nurse called unit qi nurse and educator into patient room due to pump alarming "air in line". Patient was receiving blinatumomab through "curlin" tubing connected to an alaris pump module half set. Per registered nurse, the pump had been beeping frequently since last evening. On inspection of the tubing, few bubbles were seen below the alaris pump and one small bubble above. No air was noticed in the "curlin" tubing. When the "restart" button was pushed, the infusion would continue to infuse (without the beep for a while). The physician was notified and patient to be moved to the "curlin" home pump once discharge was confirmed. There was patient involvement and no report of harm.